Manufacturer narrative:
Continuation of d10: product ID: 8781; lot#: hg3njub14; implanted: on (B)(6) 2021; explanted: on (B)(6) 2021; product type: catheter; h6: b17 applies to the explanted catheter segment. B20 applies to the catheter segment remaining in the patient. F11 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a distributor. It was reported that on (B)(6) 2021 a kink was suspected, and catheter replacement was performed. Only the spinal catheter was replaced. The catheter destination was changed from c4 to around c2. On (B)(6) 2021, drug aspiration from the cap was attempted with a 24g huber needle to confirm the patency of the catheter, but it could not pull, and the syringe was attempted to be pushed in consideration of the amount of drug in the catheter, but it could not be pushed. It could not pull in the position lying face up, and even though it was changed to the lateral recumbent position, it could not pull. On (B)(6) 2021, considering the problems around the catheter access port (cap) of the pump, the operation was started in a state of being able to replace the pump and catheter, but the drug was pulled from the cap ,and the syringe containing saline solution could be pushed. Patency of the catheter was observed. The screening product was administered, and the reaction was confirmed again to consider the possibility of resistance. The back pocket was opened, and the condition of the catheter was checked. Since there was no problem, the incision was closed without doing anything. On (B)(6) 2021, the kinking angle with a catheter sample was confirmed before the procedure; it was considered that the possibility of kink was low. At first it was thought that it may be a problem around the cap, but the drug could be aspirated without any resistance at all, so it seemed that it was not a problem with the catheter and pump. The back pocket was opened and checked, but there was no kink. After confirming the reaction of the screening product, the dose was increased, and an attempt was made to check the effect. An attempt would be made to pull the drug from cap again on (B)(6) 2021.

Manufacturer narrative:
Continuation of d10: product ID 8781, lot# hg3njub14, implanted: (B)(6) 2021 explanted: (B)(6) 2021, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributor. It was reported that cerebrospinal fluid was aspirated from the catheter access port (cap) on (B)(6) 2021. Since the result of the test was good, it was judged that there was no problem with the catheter. Drug aspiration from the cap was not performed after that. The concomitant drug was adjusted and the effect of intrathecal baclofen was obtained. The patient's spasticity could be controlled.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a distributor. It was reported, that the explanted segment was discarded at the hospital. The result of the screening product, that was scheduled to be administered after (B)(6) 2021 was ¿no effect¿. Drug aspiration from the cap had not yet been confirmed, but it seemed that there was a ¿high possibility¿, that it could be aspirated.

Manufacturer narrative:
H6: method code b18 applies to the explanted catheter. Segment method code b20 applies to the catheter segment that remains implanted (still in use). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8781 lot# hg3njub14 serial# implanted: (B)(6) 2021 explanted: product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: hg3njub14, ubd: 20-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a distributor regarding a patient receiving intrathecal gabalon at an unknown dose and concentration for cerebral hemorrhage. It was reported that in ¿(B)(6) 2021¿, the effect had been good so far, but the effect seemed to be diminished. The patient experienced an exacerbation of spasticity on (B)(6) 2021. On (B)(6) 2021, a catheter contrast examination was performed. It was able to confirm the contrast medium by pulling the drug in the catheter. They expected it to be effective by lowering the concentration and increasing the ¿volume¿. On (B)(6) 2021, a screening product was administered to eliminate the suspicion of tolerance. It was effective, and catheter trouble was suspected again. On 2021-jun-04, contrast-enhanced examination was considered again, but the drug in the catheter could not be withdrawn, and the amount of drug in the catheter was confirmed to be 113 mcg; the drug was pushed in with saline. They considered the possibility of a kink of the catheter tip due to resistance to the syringe. The screening preparation was administered again, and the patient was placed under observation. The attending physician's assessment stated that [the response of suction in the catheter was clearly different on (B)(6) 2021 from the inspection on (B)(6) 2021 . They could not withdraw from the catheter access port (cap). They felt that there was catheter trouble because there was resistance to pushing it in. It was thought that ¿suspicion of kink of the tip was stronger¿. It did not seem to be ¿tolerant¿, so there seemed to be no need to stop the drug. The screening product administration from (B)(6) 2021 would confirm drug reactivity from now on]. The outcome was ¿unrecovered¿. The causality was attributed to the drug. It was unknown if the causality was attributed to the surgical procedure or catheter. The causality was not attributed to the pump or programmer. The classification of severity was ¿n/a to 1-7 (not serious).¿